Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient began to receive ineffective stimulation over time after experiencing a fall. An impedance check revealed high impedance on several contacts and low impedance on one contact. In turn, the patient underwent a (off-label) trial procedure on (B)(6) 2015. The trial was a success and ended three days later. On (B)(6) 2015, the patient underwent another surgical procedure. During the procedure, the doctor disconnected the patient's lead and implanted different model leads (for off-label use). The doctor also electively relocated the patient's ipg. The disconnected lead remains implanted. Effective therapy was restored post-op.